Event description:
Adverse event: knee swelling, knee pain. On (B)(6) 2008 - a female pt started artz dispo injections for osteoarthritis bilaterally. On (B)(6) 2010 - she received artz dispo injection bilaterally at the age of (B)(6). On (B)(6) 2010 - she complained of swelling and pain in the right knee. She was seen by her injection physician, and 100 cc of cloudy yellow synovial fluid was aspirated. She was transferred to a neighboring hospital. Her condition was diagnosed as pseudogout. On (B)(6) 2010 - the culture test was performed based on the fact that another pt received artz dispo and xylocaine on (B)(6) 2010 was positive for (B)(6). On (B)(6) 2010 - the culture result was positive for (B)(6). On (B)(6) 2010 - she was in the hospital and continued to receive joint lavage.

Manufacturer narrative:
We are now investigating this case.